Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1-december 31, 2025. This report summarizes 6 malfunction event(s), where it was reported the device experienced cot falsely engages into fastener or cot disengages from fastener unexpectedly. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 6 device(s) was/were functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. Evaluation results findings (components/results) 2 devices: chassis/frame / device migration 3 devices: chassis/frame / mechanical problem identified 1 device: chassis/frame / wear problem. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
The device that originally was reported as evaluated in the field was found to not have been made available by the customer; the reported issue was not confirmed. Evaluation results findings (components/results) 1 device: appropriate term/code not available/no findings available.

Event description:
No new information.